Event description:
The report received indicated that a cypher stent was associated with a thrombotic event in which the patient had stopped taking plavix in preparation for a dental procedure. Further investigation revealed the thrombosis block began from the proximal end of the stent and the stent was also under expanded. Prior to the implantation of the cypher in the right coronary artery, a taxus stent had been implanted into the left coronary artery (lca). Additionally, the cypher stent may have been under-expanded hence, causing the thrombotic event.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within thirty days upon receipt.